Manufacturer narrative:
Hvad® pump was not returned to heartware for evaluation. Ischemic and hemorrhagic stroke have been identified as serious adverse events that may be associated with implantation and use of the heartware® system. Based on the available information within this investigation, there is no evidence to suggest that the root cause of this event relates to a device defect. Risk factors for stroke in this patient include dilated cardiomyopathy with acute on chronic exacerbation, pre-existing left ventricular thrombus, recent surgery, anticoagulation therapy, hypertension, dyslipidemia, insulin resistance, morbid obesity and sleep apnea. No additional information will be forthcoming.

Event description:
It was reported that during implantation of heartware lvad (B)(4), the patient had a perioperative stroke. Upon awakening from surgery, the patient was noted to have limited movement of the left arm. The patient is reported to be improving the use of the arm daily.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
This patient presented to the ER on (B)(6) 2013 with several days of diaphoresis, nausea and vomiting. She was admitted with concerns of acute on chronic heart failure. Usual medications were continued and her condition was such that she was listed for heart transplant. Two days later epinephrine was commenced to support urinary output and three days after that she was implanted with a left ventricular hvad® pump ((B)(4)) for further cardiac support. One of the operating surgeons reportedly saw several clots in the left ventricle during this implant surgery. On post-operative day (pod) 1, she developed left sided hemiparesis and CT scan suggested ischemia. She was managed with physical and occupational therapy, her disability improving, and maintained a low carbohydrate diet for weight loss. On pod 21 she developed a hemorrhagic stroke. Anticoagulation therapy was discontinued, fresh frozen plasma administered and on pod 49 she was finally transferred to the step-down unit to await transplant. Heart transplant was performed on pod 52 and followed by a complicated post-operative course which included prolonged intubation, decreased ventricular function and the need for vasopressors, inotropes and ECMO support. The patient reportedly died for complications after the transplant unrelated to the lvad device.